Event description:
Patient had ivc filter placed after trauma. The patient no longer at risk of thrombus so primary md requested filter removal. Inferior vena cavagram showed bard recovery filter in stable position however one filter arm was missing and a second filter arm was broken and out of alignment with main body of filter. Initial removal attempt failed followed by successful removal using loop snare technique; post-procedure review of fluoroscopy footage showed fracture did not happen during removal. Subsequent spot radiograph identified the missing filter arms projecting between the right anterior 3rd and 4th ribs, presumbably in the right lung, and presumably in the wall of a pulmonary branch artery. The patient is stable at this time.